Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller was unable to reload the original cartridge but, with assistance, successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.